Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided.

Event description:
It was reported that the dental implant fractured. The implant was subsequently removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was returned for investigation. Visual evaluation of the as returned product identified fracture of the implant at the collar, as well as a heavy coating of bone residue. Part of the external threads were heavily damaged/stripped, likely from the removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth # 30 and was used for approximately 5 years. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The product was returned and the reported complaint is confirmed through visual evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI . G4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date . H6: evaluation codes.

Event description:
No further event information is available at the time of this report.